Event description:
Complainant alleged that the device delivered a shock, to a male pt, for a heart rhythm clinicians believed was not shockable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.